Manufacturer narrative:
Device evaluation summary: belt sn (B)(4) was returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Monitor sn (B)(4) was returned for evaluation at zoll manufacturing corporation. During the monitor evaluation it was confirmed that the rear and front response buttons were physically damaged and were non-functional. The response button switches were damaged. The cause of the damaged response buttons was physical abuse. The monitor's ECG acquisition and pulse delivery circuitry was fully functional. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The response buttons were found to be damaged and non-functional. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection as motion artifact. The following factors could not be ruled out as contributing causes of the motion artifact: body motion; poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with (B)(6) performance requirements for sensitivity and specificity. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was out running errands at the time of the treatment. The patient reported that she was conscious when the alarms went off and was feeling fine, but she did not press the response buttons. Per the downloaded flag data, the response buttons were not pressed during the entire treatment event. The patient was taken to the ER for evaluation. The patient was issued replacement equipment. While replacing the patient equipment, it was reported that the monitor response buttons were non-functional.